Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Broken observed on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured devices due to patient's concern with product.

Event description:
Healthcare professional reported right side "exchange of textured devices due to patient's concern with product." Healthcare professional later reported ¿implant shell ripped upon explant." The event of rupture is deemed not device related. The event of use error is considered serious in severity. Device has been explanted.

Event description:
Healthcare professional reported right side "exchange of textured devices due to patient's concern with product." Healthcare professional later reported ¿implant shell ripped upon explant." The event of rupture is deemed not device related. The event of use error is considered serious in severity. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture - ndr : not applicable as the event is not related to the device. Use error : broken observed on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: creases were observed. No further actions are required as the device was implanted.